Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. The hcp reported that the patient came into their facility overnight indicating that they had worse pain, urinary incontinence, and that the implantable neurostimulator (ins) began to ¿fire rapidly.¿ the hcp stated that the patient is having a device malfunction. They were unsure if the ins was off or not. The hcp indicated that they would like a manufacturing representative to meet the patient. They added that the patient cannot walk. No further complications were reported or anticipated.